Event description:
It was reported that the temperature of the fluid warmer is out of tolerance and the power cord is frayed. No patient injury or involvement were reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken power switch, wear and tear damaged enclosure, line cord, and pole clamp, outdated printed circuit board (pcb), power switch, and front cover. Functional testing found the temperature of the device went higher than is should have been set for confirming the customer complaint - device is out of calibration. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. E4 is unknown, no information provided to date.